Event description:
During a clinical trial, it was reported the patient received the following results within 15 minutes: lo mg/dl (which on the system indicates a result of less than 20 mg/dl) and 126 mg/dl.